Event description:
It was reported that an asymptomatic patient, presented in-clinic for follow-up, had episodes of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular lead. Programming changes and dft were recommended. Programming changes were made. The patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that an asymptomatic patient presented with another episode of non-sustained rv oversensing due to post-paced t-wave oversensing via merlin transmission. The oversensing was noted on a stored egm. Programming changes were made.